Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported downstream occlusion alarms which were not reproduced. A loaded set was run during device evaluation without the occurrence of an error or false alarm. The reported symptom was verified through a review of the event history log by the presence of "downstream occlusion" alarms however, it could not be determined if the alarms were true or false. The device was found within specification and no component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no patient involvement. No additional information is available.